Event description:
In 2001 this pump was used on a pt in the emergency room. It was reported that the IV fluid infiltrated the pt's right arm. There was no occlusion alarm or alarm tone at the time of occurrence. The pt's arm had swollen and pump was removed and sent to the service dept to be checked. The swelling went down over a short period of time and there was no report of any injury or medical intervention occurring as a result of the infiltration. Attempts were made to obtain extra info regarding pt info and the medication involved but no additional details are known.